Event description:
It was reported that bd syringe 3ml ll w/ndl 25x1 rb contained foreign matter. Verbatim: complaint via email. The customer just wanted us to know the syringe has a defect. Additional information: there appears to be a glob of a silicone-like material at the tip of the needle. It is rigid and fused to the needle. The needle can still be aspirated. Lot: 6030770, product number: 309581, bd plastipak 3 ml syringe 25g x 1" tw (0.5 mm x 25 mm) luer-lok tip with bd precisionglide. Date incident occurred (B)(6) 2026. Was the patient impacted? If yes, describe: no. Is a sample available? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.